Event description:
The customer reported that while the unit was in use on a pt, the unit's keyboard froze. The customer was unable to silence alarms or reset the augmentation alarm. The screen's speed changed by itself. The pt was switched to another unit and therapy was continued. No pt injury was reported.